Manufacturer narrative:
According to the gore¿ tag¿ conformable thoracic stent graft instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. In addition, the IFU also states that greater than or equal to 20mm of distal landing zone is required for adequate seal. .

Event description:
On (B)(6) 2014, this patient underwent aortic replacement of the ascending aorta to the descending aorta with an artificial blood vessel (j graft) for treatment of an aortic dissection. On (B)(6) 2020, the patient underwent endovascular treatment of a pseudoaneurysm at the distal anastomosis site using gore¿ tag¿ conformable thoracic stent graft. On an unknown date, aneurysm diameter enlargement due to suspected distal type I endoleak and was observed. On (B)(6) 2021, the patient underwent a reintervention. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure. The physician stated as follows: it seemed that the type 1b might have resulted from a short distal landing zone.